Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). E1: zip code - (B)(6). G2: foreign - the event occurred in egypt. G2: literature - fouaad, a.a., hegazy, g., alnahas, m. Et al. Lunate bone excision and scaphocapitate arthrodesis in late stages of kienböck¿s disease: a long term prospective study. International orthopaedics (sicot) 49, 1143¿1152 (2025). Https://doi.org/10.1007/s00264-025-06458-8. The customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a journal article was retrieved from international orthopaedics (2025) that reported a study from egypt. The purpose of the study was to evaluate the outcomes of scaphocapitate arthrodesis with lunate excision in patients with stage iiib and iiic kienböck¿s disease. Five patients experienced nonunion at the arthrodesis site and underwent revision surgeries using iliac bone grafts and staple fixation, which successfully achieved union at an average of 12 weeks (ranging from 11 to 14 weeks) postoperatively. Attempts have been made, and no further information has been provided.